Manufacturer narrative:
An extended investigation was performed on the reported complaint and determined that there were no issues with the libre 2 application that would have led to the complaint. The customer reported that scan error messages showing when sensor scanned with the freestyle libre 2 application. Attempts to reproduce the issue using similar configuration and was not able to reproduce the complaint. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with an iphone ios operating system version 16.3.1, software version 2.8.1.6120 . Customer received a sensor error message and was unable to obtain readings. As a result, customer experienced "weakness and feeling like they were about to loose consciousness" and was unable to self-treat, requiring third-party administration of "orange juice" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with an iphone ios operating system version 16.3.1. Customer received a sensor error message and was unable to obtain readings. As a result, customer experienced "weakness and feeling like they were about to loose consciousness" and was unable to self-treat, requiring third-party administration of "orange juice" for treatment. There was no report of death or permanent impairment associated with this event.